Event description:
Patient reported a few weeks after primary surgery his left knee collapsed on (B)(6) 2014 which led to a revision on (B)(6) 2014. Results of samples on (B)(6) showed patient had infection (pseudomonas aeruginosa). Patient reports that he was first put on medicine for (B)(6) but patient did not have (B)(6) so doctor changed medication. Knee clicks & rattles and is swollen. Xray shows knee is not loose. Patient reports shooting pains directly under left kneecap.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
(B)(6). An event regarding I&d of a hematoma related to a triathlon knee system was reported. The event was confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: a review of the provided records by a clinical consultant concluded: "there is no evidence that this patient¿s clinical problems with post-operative hematoma and periprosthetic infection were related to prosthetic components¿ design, manufacturing, or materials." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions: review of the provided information by a clinical consultant and stryker's sterilization science group found no indication the reported infection was device related. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5515-f-501, triathlon ps fem component, cemented, lot code: fuzf. Cat. No.: 5521-b-500, tri ts baseplate size 5, lot code: keoi. Cat. No.: 5551-g-350, triathlon asymmetric x3 patella, lot code: p8pe. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience.

Event description:
Patient reported a few weeks after primary surgery his left knee collapsed on (B)(6) 2014 which led to a revision on (B)(6) 2014. Results of samples on (B)(6) showed patient had infection (pseudomonas aeruginosa). Patient reports that he was first put on medicine for mercer but patient did not have mercer so doctor changed medication. Knee clicks & rattles and is swollen. Xray shows knee is not loose. Patient reports shooting pains directly under left kneecap.